Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1. A fluid leak was discovered at the time of the alarm. The patient was connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. The patient stated they saw fluid coming from the bottom of the cycler. The film on the bag of the cassette was not loose. The cause of the leak is unknown. When the patient attempted to disconnect from the patient line the pin came out. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1. A fluid leak was discovered at the time of the alarm. The patient was connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. The patient stated they saw fluid coming from the bottom of the cycler. The film on the back of the cassette was not loose. The cause of the leak is unknown. When the patient attempted to disconnect from the patient line the pin came out. Additional information has been requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1. A fluid leak was discovered at the time of the alarm. The patient was connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. The patient stated they saw fluid coming from the bottom of the cycler. The film on the bag of the cassette was not loose. The cause of the leak is unknown. When the patient attempted to disconnect from the patient line the pin came out. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.